Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06862. It was reported the patient had a potential allergic reaction. Two promus premier¿ stents were implanted in coronary arteries. A short time after the procedure, the patient developed some itching. All medications were stopped or changed; however, the itching continued and was accompanied very dry skin patches all over the patient's body. The patient saw a dermatologist who conducted a patch test for allergic reactions revealing the patient is a little sensitive to benzoic acid. No further patient complications were reported.